Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint was received into the company in the form of a literature paper with the following comment: literature article entitled, ¿impaction grafting of the acetabulum with ceramic bone graft substitute¿ by michael r whitehouse, et al, published by acta orthopaedica (2013), vol. 84, no. 4, pp. 371-376. No products were received and no further product information was received. The literature paper was forwarded to clinical specialists for review. They commented: this article reviews the efficacy of allograft impaction grafting of the acetabulum. The authors conducted a retrospective review of a cohort of 43 consecutive patients undergoing impaction grafting of contained acetabular defects. 43 patients (26 female) underwent revision hip arthroplasty with grafting of bone substitute alone between july 2004 and october 2010. All patients received uncemented acetabular components from a variety of manufacturers. The implanted depuy acetabular components were 28 pinnacle and 4 duraloc, with and without screws. 15 cemented femoral depuy c-stem amts and 10 depuy uncemented femoral stems (9 kar and 1 s-rom) were used. Mom, mop, and coc articulations were used. Median age at surgery was 73. For patients who remained alive at final follow-up, the mean time was 51 months. When patients who had died were included, the mean follow-up until final follow-up or death was 49 months. The deaths were not attributed to the implanted prostheses. Of the 38 patients who remained alive at final follow-up, 36 of them returned completed questionnaires. Radiographic follow-up was available in 37 cases. 1 case had migrated and was considered a radiographic failure, but the patient was not fit to undergo further revision surgery. No osteolysis or accelerated polyethylene wear was observed. Brooker grade 0 was recorded in 21 cases, grade 1 in 12 cases, grade 2 in 2 cases, and grade 3 in 2 cases. In 4 cases, the brooker grade was worse than preoperatively and in 2 cases the grade had decreased. Graft was visible in the soft tissues in 2 cases: 1 was brooker grade 0 and 1 was grade 1 and had been preoperatively. Of the 37 cases with radiographic follow-up, no radiolucency was observed in 17 cases. 1 of the 2 cases with radiolucency in all 3 zones was the radiographic failure already described; the other case had an ohs of 29. 1 acetabular component was revised for infection 16 months after the index tha. 1 patient required revision of the femoral stem only for aseptic loosening (5.5 years). 6 patients required unspecified reoperations that did not involve revision of the implanted products. 2 radical debridement procedures were performed for infection (at 1 week and 3 weeks), 2 femurs required supplementary strut grafting of the femur (at 2 weeks and 5.5 years), 1 patient required closed reduction for dislocation following a fall (at 1 week), and 1 patient underwent an examination under anesthetic to assess subluxation (at 1.5 years); the hip was found to be stable. The authors do not specify which adverse event applies to which manufacturer or component nor do they identify the types of articulating surfaces involved in each event. Without returned parts, no further investigation of the associated products can be made. No investigation as to manufacturing defects can be made without product codes and batch numbers. Post-market surveillance is per sep-419. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿impaction grafting of the acetabulum with ceramic bone graft substitute¿ by michael r whitehouse, et al, published by acta orthopaedica (2013), vol. 84, no. 4, pp. 371-376, was reviewed for MDR reportability. This article reviews the efficacy of allograft impaction grafting of the acetabulum. The authors conducted a retrospective review of a cohort of 43 consecutive patients undergoing impaction grafting of contained acetabular defects. 43 patients (26 female) underwent revision hip arthroplasty with grafting of bone substitute alone between july 2004 and october 2010. All patients received uncemented acetabular components from a variety of manufacturers. The implanted depuy acetabular components were 28 pinnacle and 4 duraloc, with and without screws. 15 cemented femoral depuy c-stem amts and 10 depuy uncemented femoral stems (9 kar and 1 s-rom) were used. Mom, mop, and coc articulations were used. Median age at surgery was 73. For patients who remained alive at final follow-up, the mean time was 51 months. When patients who had died were included, the mean follow-up until final follow-up or death was 49 months. The deaths were not attributed to the implanted prostheses. Of the 38 patients who remained alive at final follow-up, 36 of them returned completed questionnaires. Radiographic follow-up was available in 37 cases. 1 case had migrated and was considered a radiographic failure, but the patient was not fit to undergo further revision surgery. No osteolysis or accelerated polyethylene wear was observed. Brooker grade 0 was recorded in 21 cases, grade 1 in 12 cases, grade 2 in 2 cases, and grade 3 in 2 cases. In 4 cases, the brooker grade was worse than preoperatively and in 2 cases the grade had decreased. Graft was visible in the soft tissues in 2 cases: 1 was brooker grade 0 and 1 was grade 1 and had been preoperatively. Of the 37 cases with radiographic follow-up, no radiolucency was observed in 17 cases. 1 of the 2 cases with radiolucency in all 3 zones was the radiographic failure already described; the other case had an ohs of 29. 1 acetabular component was revised for infection 16 months after the index tha. 1 patient required revision of the femoral stem only for aseptic loosening (5.5 years). 6 patients required unspecified reoperations that did not involve revision of the implanted products. 2 radical debridement procedures were performed for infection (at 1 week and 3 weeks), 2 femurs required supplementary strut grafting of the femur (at 2 weeks and 5.5 years), 1 patient required closed reduction for dislocation following a fall (at 1 week), and 1 patient underwent an examination under anesthetic to assess subluxation (at 1.5 years); the hip was found to be stable. The authors do not specify which adverse event applies to which manufacturer or component nor do they identify the types of articulating surfaces involved in each event.